Event description:
It was reported that (1) prr35 was used during a thyroidectomy procedure. It was reported by the rep that the surgical tech went to use stapler, tech pressed the handle and staples that were malformed came out of the stapler. Several were fired and all seemed to be malformed.